Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped nor bumped and was exposed to sweat in bra. The customer was advised to insert a new alkaline battery. The customer stated the display did not return. The customer declined to continue troubleshooting and wanted to get a new pump. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, a21 error test and off no power test. No blank display and no a21 alarm. No a12 alarm noted. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.